Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set fell off during use on (B)(6) 2024. The blood glucose level of the patient ranged between 150 to 160 mg/dl. The issue occurred with one infusion set. No further information available.